Event description:
It was reported that the green cap (pull ring) of an unspecified quantity of amia automated pd cycler sets ¿comes off very easily¿ and ¿has fallen to the floor." This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.